Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: l-evprop23-29 (lot: 0012347825); product type: 0195-heart valves; non-implantable device. Product ID: d-evprop23-29 (lot: 0012476295); product type: 0195-heart valves; non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut pro + valve, right femoral access was used along with a non-medtronic guidewire in the left ventricular. A pre-implant balloon dilation was performed using a 20mm non-medtronic semi-compliant balloon. The guidewire was removed before the final release. The cusp overlap view/left anterior oblique was used to check the left coronary cusp (lcc) depth, with the flush port at 3 o'clock. The implant depth was 1mm on the non-coronary cusp and 1mm on the lcc. Following deployment, the valve dislodged after the final release due to severe calcification of the aortic valve annulus. Subsequently, a second valve was implanted without complications, and the patient was discharged the next day.

Manufacturer narrative:
Image review: eight media files were provided for review. Fluoroscopic valve load inspection was not performed thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth was approximately 1mm on the non-coronary cusp in the cusp overlap view and 0mm on the left coronary cusp in the lao view and a possible infold was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. As stated in the instructions for use (IFU), the target depth of implantation is 3mm. Recapture is recommended if depth 1mm or >5mm. In this case, a recapture was warranted. However, the valve was released and dislodged aortic. Subsequently, a second valve was prepped and fluoroscopic load inspection shows a possible misload due to overlap reaching node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the I fu, if a misload is detected, do not attempt to reload the bioprosthesis. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the implant, and another infold was visible just prior to the point of no recapture. Despite the infold, the second valve was released. Final angiogram reveals under expansion; residual infold and possible moderate aortic regurgitation/paravalvular leak. An echocardiogram would be needed to quantity the aortic regurgitation. There is no evidence of any further intervention. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 67.3mm with a perimeter derived diameter of 21.4mm suggesting a 26mm evolut. The aortic valve appeared to be significantly calcified, and the annulus had slight protruding calcification extending to the left ventricular outflow track. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.